Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was further reported that the right ventricular (rv) lead exhibited low impedance. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 was implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.